Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: p1501dr, pacemaker, (B)(6) 2009. (B)(4).

Event description:
It was reported that there was increased impedance on the right ventricular (rv) lead. The rv lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was increased and impedance on the right ventricular (rv) lead. The rv lead remains in use. No patientc omplications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: performance data regarding the lead was returned to the manufacturer, analyzed, and tested out of specification. Data revealed rising pacing impedance.